Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The hub of the catheter broke off while pulling out the catheter over the wire. An additional procedure was performed to replace the device. A section of the device did not remain inside the patient¿s body.